Event description:
The clinician alleges that 4 endotracheal tubes were used during the same case due to problems with the cuff deflating. Clinician states that the cuff was test inflated successfully. The tube was placed, and 10-15 minutes later, the cuff was deflated requiring replacement.